Event description:
It was reported that the coating on the sterilization trays is wearing off. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The devices are not available for evaluation and the serial number was not provided. The device history record cannot be reviewed. If additional information is received, a follow up report will be filed.